Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015 information was received from a representative regarding a patient receiving intrathecal medication via an implanted pump system. The patient went to a healthcare provider's clinic on (B)(6) 2015, and the patient was new to the clinic (from out of town). The patient's pump was alarming on (B)(6) 2015, and the 8835 programmer displayed code 8476 which was indicative of a motor stall. The patient was going through withdrawal. Additional information was requested to determine the patient's identifying information, what intrathecal drug was infused at the time of the event, what other medications were taken at the time of the event, the patient's pertinent medical history, the patient's indication for use for the infusion system, when the patient first started experiencing withdrawal and when the motor stall first occurred, the pump and catheter identifying information, what troubleshooting, actions, and interventions were performed in relation to the event, what caused the motor stall, and if the motor stall and withdrawal were resolved.